Manufacturer narrative:
Hypertension has not been described as a side effect to date, but dizziness is a known side effect. With all we know about glutaraldehyde and gluma desensitizer, we do not see a direct effect connection between gluma desensitizer and the symptoms of the pt. Possible reason for the situation include the pt's advanced age, a possible fear of the dental treatment, the treatment of hypersensitive cervical areas for the acupuncture. The smell in connection with breathing difficulties and result in the condition of hypertension without any direct chemical effect. We cannot exclude the connection between gluma desensitizer and the symptoms of potential interaction between gluma desensitizer and other medicine that pt may have been taking, or the state of mind due to the stressful situation of the pt. This report is being submitted as a result of corrective measure to FDA finding.

Event description:
The pt complained during or after a treatment, due to hypersensitive cervical areas about hypertension. The condition lasted for one hour and the notifying dentist classified the side effect as life-threatening. Due to the hypertension, the pt was referred to the general practitioner with suspected allergic reaction, although no allergies were known. The pt fully recovered without lingering side effects. Furthermore, the pt submitted to an acupuncture treatment. The report does not indicate if the notifying dentist performed this before or during the treatment to reduce the fear and potential pain, or if the acupuncture was done for the treatment of the hypertension.